Manufacturer narrative:
The manufacturer reported the incorrect date of 12-16-2929 in section b4 on MDR. The correct date for section b4 is 12-16-2020.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module was observed. The device's active exhalation control module needs to be replaced to address the issue. During the evaluation of the device at the manufacturer's service center, an issue related to the detachable battery cable was observed. The device's detachable battery cable needs to be replaced to address the issue.